Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude out-of-range. Technical services (ts) discussed that the presenting showed atrial under sensing and to consider having chest x-ray to see if there was lead dislodgement. This lead remains in service. No adverse patient effects were reported.